Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-01268. It was reported the patient was unable to attain effective stimulation despite multiple reprogramings and the patient requested to be explanted. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.